Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that a blank screen occurred during an unknown phase of peritoneal dialysis (pd) treatment on the liberty select cycler. The ok, stop, and touchscreen were pressed, and the cycler was rebooted, however the screen remained blank. The fresenius technical support representative advised the patient to discontinue use of the machine and a replacement was issued. It was reported that an alternate form of treatment was not available. During follow-up the the patient reported that no adverse events or serious injuries were experienced and no medical intervention was required. Treatment was completed on the day of the event. The cycler was returned to the manufacturer and the replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. The functioning inverter board was removed from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.